Event description:
Eight patient samples with discrepant potassium results. Patient 8, initial gave 5.2 mmol/l; repeat gave 6.0 mmol/l. Initial results were reported. Patients 1, 3, 4, 5 and 6 received treatment based on the incorrect results. Patient not adversely affected. The field service representative was unable to determine root cause. Performance tests were performed and within specification.

Event description:
Eight patient samples with discrepant potassium results. Patient 4, initial gave 3.1 mmol/l; repeat gave 3.9 mmol/l. Initial results were reported. Patients 1,3, 4, 5 and 6 received treatment based on the incorrect results. Patients not adversely affected. The field service representative was unable to determine root cause. Performance tests were performed and within specification.

Event description:
Eight patient samples with discrepant potassium results. Patient 5, initial gave 3.1 mmol/l; repeat gave 3.7 mmol/l. Initial results were reported. Patients 1, 3, 4, 5 and 6 received treatment based on the incorrect results. Patients not adversely affected. The field service representative was unable to determine root cause. Performance tests were performed and within specification.

Event description:
Eight patient samples with discrepant potassium results. Patient 6, initial gave 3.0 mmol/l; repeat gave 3.6 mmol/l. Initial results were reported. Patients 1, 3, 4, 5 and 6 received treatment based on the incorrect results. Patient not adversely affected. The field service representative was unable to determine root cause. Performance tests were performed and within specification.

Event description:
Eight patient samples with discrepant potassium results. Patient 7, initial gave 3.2 mmol/l; repeat gave 3.8 mmol/l. Initial results were reported. Patients 1, 3, 4, 5 and 6 received treatment based on the incorrect results. Patients not adversely affected. The field service representative was unable to determine root cause. Performance tests were performed and within specification.

Event description:
Eight patient samples with discrepant potassium results. Patient 2, initial gave 2.9 mmol/l, repeat gave 3.5 mmol/l. Initial results were reported. Patients 1, 3, 4, 5 and 6 received treatment based on the incorrect results. Patient not adversely affected. The field service representative was unable to determine root cause. Performance tests were performed and within specification.

Event description:
Eight patient samples with discrepant potassium results. Patient 1, initial gave 3.2 mmol/l, repeat gave 3.9 mmol/l. Initial results were reported. Patients 1, 3, 4, 5 and 6 received treatment based on the incorrect results. Patient not adversely affected. The field service representative was unable to determine root cause. Performance tests were performed and within specification.

Event description:
Eight patient samples with discrepant potassium results. Patient 3, initial gave 3.2 mmol/l, repeat gave 3.9 mmol/l. Initial result were reported. Patients 1, 3, 4, 5 and 6 received treatment based on the incorrect results. Patient not adversely affected. The field service representative was unable to determine root cause. Performance tests were performed and within specification.